Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. C61080-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge (recovered prior to essure), sciatica on (B)(6) 2015, vaginitis bacterial (treated with antibiotics), gravida, unspecified hemorrhage in early pregnancy (during last pregnancy) in 2015 and anesthetic complication. Previously administered products included for regulate cycles: ortho-cyclen from 2004 to 2011. Past adverse reactions to the above products included pregnancy on oral contraceptive with ortho-cyclen. Concurrent conditions included overweight, menses irregular with excessive bleeding, adenomyosis, abdominal pain and breast tenderness. Concomitant products included medroxyprogesterone acetate (depoprovera), oxycodone since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding ¿ vaginal, menorrhagia"), menorrhagia ("abnormal bleeding ¿ vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 6 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2016, the patient experienced complication of device removal ("complications from essure removal procedure - couldn't reach coils in my left tube"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (a total vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, adenomyosis, complication of device removal, anxiety and depression outcome was unknown. The reporter considered adenomyosis, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain resolved immediately after essure removal, but only on the side that tube was taken out. She was planning for removal of the other essure since it was still causing her pain. 3 trailing coil on right, 4 trailing coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet was received. Events added from pfs- depression. Events onset date was updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/persistent pelvic pain") in a 31-year-old female patient who had essure (batch no. C61080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge (recovered prior to essure), sciatica on (B)(6) 2015, vaginitis bacterial (treated with antibiotics), gravida and unspecified hemorrhage in early pregnancy (during last pregnancy) in 2015. Previously administered products included for regulate cycles: ortho-cyclen from 2004 to 2011. Past adverse reactions to the above products included pregnancy on oral contraceptive with ortho-cyclen. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding ¿ vaginal, menorrhagia") and menorrhagia ("abnormal bleeding ¿ vaginal, menorrhagia"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adenomyosis ("adenomyosis"). On (B)(6) 2016, the patient experienced complication of device removal ("complications from essure removal procedure - couldn't reach coils in my left tube"). The patient was treated with surgery (a total vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, adenomyosis and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain resolved immediately after essure removal, but only on the side that tube was taken out. She was planning for removal of the other essure since it was still causing her pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet (pfs) ¿ new reporter (lawyer); plaintiff¿s demographic data; relevant medical history (vaginal discharge, sciatica, bacterial vaginitis, gravida, and 6-week sub chronic hemorrhage); drug history (ortho-cyclen); essure insertion date update ((B)(6) 2015); essure lot number (c61080); essure removal date ((B)(6) 2016); onset date of events pelvic pain (2015); previous adverse event amendment (from menstrual issues to abnormal bleeding ¿ vaginal, menorrhagia); and new adverse events (dysmenorrhoea, dyspareunia, vaginal discharge, adenomyosis and complications from essure removal procedure - couldn't reach coils in my left tube). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. C61080-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge (recovered prior to essure), sciatica on (B)(6) 2015, vaginitis bacterial (treated with antibiotics), gravida, unspecified hemorrhage in early pregnancy (during last pregnancy) in 2015 and anesthetic complication. Previously administered products included for regulate cycles: ortho-cyclen from 2004 to 2011. Past adverse reactions to the above products included pregnancy on oral contraceptive with ortho-cyclen. Concurrent conditions included overweight, menses irregular with excessive bleeding, adenomyosis and abdominal pain. Concomitant products included oxycodone since 2015 and paracetamol (acetaminophen) since 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding ¿ vaginal, menorrhagia"), menorrhagia ("abnormal bleeding ¿ vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2016, the patient experienced complication of device removal ("complications from essure removal procedure - couldn't reach coils in my left tube"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anxiety ("mental anguish"). The patient was treated with surgery (a total vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, adenomyosis, complication of device removal and anxiety outcome was unknown. The reporter considered adenomyosis, anxiety, complication of device removal, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain resolved immediately after essure removal, but only on the side that tube was taken out. She was planning for removal of the other essure since it was still causing her pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received. Reporter information were added. Patient's demographics were added. Concomitant condition were added. Concomitant drug, lab data, insertion date were updated. Added event mental anguish, heavy bleeding. Updated onset date, outcome. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/persistent pelvic pain") in a 31-year-old female patient who had essure (batch no. C61080-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge (recovered prior to essure), sciatica on (B)(6)2015, vaginitis bacterial (treated with antibiotics), gravida and unspecified hemorrhage in early pregnancy (during last pregnancy) in 2015. Previously administered products included for regulate cycles: ortho-cyclen from (B)(6) to (B)(6) . Past adverse reactions to the above products included pregnancy on oral contraceptive with ortho-cyclen. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding ¿ vaginal, menorrhagia") and menorrhagia ("abnormal bleeding ¿ vaginal, menorrhagia"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adenomyosis ("adenomyosis"). On (B)(6) 2016, the patient experienced complication of device removal ("complications from essure removal procedure - couldn't reach coils in my left tube"). The patient was treated with surgery (a total vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, adenomyosis and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain resolved immediately after essure removal, but only on the side that tube was taken out. She was planning for removal of the other essure since it was still causing her pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with a total vaginal hysterectomy with left salpingectomy (discrepancy between removal date/confirmation test date). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: legal claim received. New reporter was added. Indication for essure used was added. Event menstrual issues was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. C61080-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included unspecified hemorrhage in early pregnancy (during last pregnancy) in 2015, sciatica on (B)(6) 2015, vaginal discharge (recovered prior to essure), vaginitis bacterial (treated with antibiotics), gravida and anesthetic complication. Patient's current weight was 190lbs & current height 5 ft. 7 in. Previously administered products included for regulate cycles: ortho-cyclen from 2004 to 2011. Past adverse reactions to the above products included pregnancy on oral contraceptive with ortho-cyclen. Concurrent conditions included overweight, menses irregular with excessive bleeding, adenomyosis, abdominal pain and breast tenderness. Concomitant products included medroxyprogesterone acetate (depoprovera), oxycodone since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding ¿ vaginal, menorrhagia"), menorrhagia ("abnormal bleeding ¿ vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 6 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2016, the patient experienced complication of device removal ("complications from essure removal procedure - couldn't reach coils in my left tube"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (a total vaginal hysterectomy with left salpingectomy, uni salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, adenomyosis, complication of device removal, anxiety and depression outcome was unknown. The reporter considered adenomyosis, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain resolved immediately after essure removal, but only on the side that tube was taken out. She was planning for removal of the other essure since it was still causing her pain. 3 trailing coil on right , 4 trailing coil on left. Plaintiff received. Treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Cluster ID was added. Updated outcome of event pain from recovering / resolving to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.